Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; pinn lnr con +4 neut 28idx50od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
The procedure consisted of changing the liner marathon lipped to a constrained one. After the correct placement and impaction of the liner, followed by the time of the joint reduction. At that moment, by reducing and without the surgeon exercising excessive force, the liner gets damaged, one of the segments on the edge of the liner doubled for the inside of the insert thereby preventing the lowering of the head. Then withdrew the damaged constrained liner with much difficulty, that turned out to break even more. During the difficult removal, it's breaking apart and fragmenting even more the implant for analysis. The surgeon chose to remove the cup spirofit cup and implant a pinnacle multi-hole cup (a different size) to deploy another liner constrictive (other size). This prolonged surgery for more than 1:30 hours significantly, and entailed an acetabular revision. Patient consequence description:patient underwent a total acetabular revision. Action taken for procedure:the surgeon chose to remove the cup spirofit and put a pinnacle multi-holes (a different size) to deploy another liner constrictive (other size). There was no other constrained liner size 50 available at the moment. (Translated from (B)(6)).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the returned device is found to be badly damaged from its attempted use and subsequent extraction. No conclusion can be drawn. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the returned device is found to be badly damaged from its attempted use and subsequent extraction. No conclusion can be drawn. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.